Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was not impacted. The customer cleared the alarm and resumed insulin deliveries each time an occlusion alarm occurred. No damage was noted to the infusion set cannula. Reportedly, the customer continued to use the pump for insulin therapy.